Event description:
An initial fluoroscopy demonstrated the j-tube to be separated, with pig-tail portion completely separated from the main tube. A 3-j wire was introduced as a safety wire and the pig-tail portion of the fractured catheter was retrieved with a 35mm snare.